Event description:
Information was received from a consumer via a manufacturer's representative (rep) regarding a patient who was implanted with a neurostimulator for failed back surgery syndrome and spinal pain. It was reported the patient saw an "ins in the box" icon on the patient programmer (pp) and they were unable to control the implantable neurostimulator (ins) with the pp. It was noted the patient worked with patient services the day prior to this report and performed an antenna locate. The rep did not have the pp with them while on the call so the "tni" code could not be confirmed. The rep interrogated with a clinician programmer and that seemed to resolve the issue. Technical services reviewed that this was a known issue that could occur if antenna locate is used and then a recharge session is attempted quickly thereafter. Technical services reviewed that interrogating the ins with a clinician programmer would resolve the issue. It was reviewed that this could be avoided in the future by waiting a few minutes between stopping the antenna locate and starting the recharge session. No patient symptoms were reported regarding this event.

Event description:
Additional information from the manufacturer representative reported that a simple interrogation of the patient's device reset the "ins in the box" and the device appeared to function as expected afterward.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.